Event description:
Caller reported that insulin gauge displayed an amount different than expected on multiple occasions. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by loading a new cartridge and was advised by technical support to call back if the issue persists. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.